Manufacturer narrative:
The lot number reported by the customer, 497247, is not a valid lot number. Attempts to reach the customer to clarify the lot number were unsuccessful and the customer did not return the test strips for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva ii meter within 10 minutes: 307 mg/dl, 151 mg/dl and 144 mg/dl. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.